Event description:
The customer reported that the unit had a red x.

Manufacturer narrative:
The customer reported that the unit had a red x. The unit was evaluated at the customer site by a philips field service engineer (fse), and the failure was confirmed. The fse also observed that the unit was unexpectedly shutting down. Replacing the battery pca resolved both issues.